Event description:
It was reported the patient presented during the implant procedure. The helix of the right ventricular lead was tested before the implant. During attempted implant or the lead, the physician tried to retract the helix several times but failed. The lead was not used and a new right ventricular lead was implanted successfully. The patient was stable during and post procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.